Event description:
It was reported that there were telemetry issues with the device and a depleted battery was suspected. No stimulation could be felt by the patient for the past "few months." It was indicated that this device depleted faster than a previous one. About a week and a half later, it was reported that upper extremity surgery may have been the cause of the event. It was stated that a possible short circuit occurred during the surgery when cautery was used without the stimulation turned off. Impedance measurements could not be taken because of the depleted battery. Stimulation not being felt by the patient was indicated as a sign/symptom. No hospitalization was reported. The patient outcome was also listed as no injury. The stimulation was used to control the patient's headaches. It was mentioned that the patient had not been having headaches for a couple months, and did not feel the need for the stimulation to be turned on. It was stated that the device would not be replaced unless the patient's headaches returned. No further information was reported as of the date of this report. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Product ID: 748925, serial# (B)(4), implanted: (B)(6) 2004, product type: extension. Product ID: 748925. Serial# (B)(4), implanted: (B)(6) 2004, product type: extension. Product ID: 389233, lot# j0340308v, implanted: (B)(6) 2004, product type: lead. (B)(4).